Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device involved has not been received yet and the investigation is ongoing at this time. A follow up report will be provided when the inspection results become available.